Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set ) during dwell 3 of 5 on the home choice (hc). The home patient (hp) stated that he was connected to the hc. The technical service representative (tsr) instructed the hp to cycle the power cycle twice on the hc and the hc proceeded to press go to start. The hp stated that he would perform continuous ambulatory peritoneal dialysis (capd) for the therapy. Product surveillance contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) was in the clinic the day before and did not mention any problems or alarms. Per the pd rn, the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 3 of 5 was not confirmed due to a lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).